Manufacturer narrative:
(B)(4). Resistance was felt during closing of the lever. Per the instructions for use- precautions: do not attempt to remove the device without closing the lever. Excessive force on the lever of the device or attempting to remove the device without closing the lever could cause breakage of the device and/or lead to vessel trauma. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional percutaneous coronary procedure to treat a st segment elevation myocardial infarction. Reportedly, resistance was felt during closing of the lever to close the proglide foot. Force was used to remove the proglide device. When the proglide device was removed from the patient the suture was caught in the foot. The sutures had not been pulled enough when the proglide plunger was removed. No resistance was felt during proglide plunger removal. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported difficult to remove and retraction problem was confirmed based on the returned device condition. The reported difficulties appear to be related to use technique as the lever was deployed out of sequence. The subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.